Event description:
It was reported that an asymptomatic patient presented in-clinic with device in backup vvi mode. The patient later presented to the electrophysiology lab for a generator change. Prior to the change out, the device was interrogated and found in bvvi. A device image was attempted to be saved, but had failed. It was noted that the patient¿s heart rate was low and that intermittent capture was noted. The device was successfully explanted and replaced. The device could not be interrogated after it was explanted. The patient¿s condition after the procedure was good.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to checksum error. The device was tested on the bench and no anomalies were found.